Event description:
It was reported that, "during the insertion of the tibial baseplate surgeon noticed anterior/posterior rocking of the tibial baseplate. He pulled the baseplate out and had to re-cut the tibia. Surgeon noticed the cement (biomet cobalt) didn't adhere to the baseplate."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.